Event description:
(B)(4). It was reported that a myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented with stable angina and was hospitalized. The patient was treated with medication as well as placement of a 2.75x12mm promus element stent in the first obtuse marginal (om). After stent placement, the patient experienced nstemi. No corrective action was taken and the patient was discharged. In (B)(6) 2011, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).